Event description:
During laparoscopic bso, scissors were used once and worked. The second time they were used, they would not work. The jaws appeared to be "frozen" or locked and would not open. When the scissors were disassembled for cleaning, it was found that a locking nut on the handle was broken. Staff involved reported that there was no mishandling of the instruments involved, either by themselves or the surgeons.